Event description:
The customer reported the device won't go through the opcheck, it clicks after charging - loud clicking in relay until he gets out of opcheck, can deliver therapy, but when in opcheck unit will charge, but cannot deliver therapy, unit just clicks multiple time until battery and ac are removed. No patient involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.